Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by failure analysis team, who determined the usm passed sine cycle, fiber power, carriage verify calibration, carriage strength, insertion friction and carriage friction tests on the patient side cart fixture test platform (pftp). Visual inspection of the carriage gearboxes and top plate did not find any factor that could have contributed to the reported event. Failure analysis identifies that the carriage gearboxes to be potential root causes of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite due to an issue with the surgeon grasping tissue and the instrument not letting go. The fse was not able to replicate the instrument grasping issue but replaced the universal surgical manipulator (usm) out of precaution. After fse replaced the usm and did the system verification, fse noticed that the guided tool change was now working properly. Fse tested the guided tool change with the camera in arm 2 and arm 3 multiple times with several different angles and everything was working properly. The system has been verified as ready for use. Isi did receive the usm to perform failure analysis. However, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) and stated they had issue with the guided tool exchange (gte) not working correctly. The customer stated it was off on the screen. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the issue did cause unintuitive motion. There was no injury/harm to the patient.